Manufacturer narrative:
Patient information was unavailable from the site. The driver was returned to the manufacturer for analysis. Analysis found that as reported, the tip of the driver had been rounded out. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the drive tip was also found to be damaged. There was no patient impact reported and no delay to surgery.